Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampax tampon cardboard applicators got stuck - vaginal [foreign body in reproductive tract] the part you use the push the tampon up got in vagina [device breakage]. Consumer contacted via social media and stated that the tampon cardboard applicator got stuck; the part she used to push the tampon up got in her vagina. No serious injury was reported.